Manufacturer narrative:
One used device was returned for investigation. During visual inspection, a cut was observed on the cuff of the set, and the deformation was observed to have clean edges. The customer reported complaint of leakage was confirmed due to the cut observed. The probable cause of the damage is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage. There was patient involvement, no injury was reported.